Event description:
In 2006, pt had a angioplasty and stenting of the proximal and mid right coronary artery through a left femoral artery sheath. Angio-seal was used as a vascular closure. The evening following the procedure, the pt began to complain of left leg pain. Vascular flow studies indicated occlusion of the left common femoral artery with significant flow restriction through the left lower extremity. The following day, the pt was taken to the operating room by a vascular surgeon where an open thrombectomy w/dacron patch closure of the left common femoral artery including endarterectomy was performed. An arteriotomy revealed that the angio-seal plug had gone through a false lumen in the superficial femoral artery, then into the true lumen, then through the true lumen of the common femoral artery, and then into the side wall of the common femoral artery and back out into the true lumen. The common femoral artery was described by the surgeon as being fairly tortuous and calcified. The angio-seal plug was removed and sent to pathology. The pt tolerated the procedure well and was discharged from the hosp on two days later.